Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported that the insulin pump keeps resetting. Customer's father reported that this reset has been occurring at least once per day and it occurred four to five times in the night prior to the call. Blood glucose level was 238 mg/dl at the time of the call. No further information was provided.